Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no capture and ventricular lead impedance >3000 ohms. There was no problem with the lead. Therefore, the pulse generator was replaced.